Event description:
It was reported that the rv lead was capped due to an apparent lead fracture that was determined by lead impedances. No patient complications were reported as a result of this event.

Event description:
It was reported that the rv lead was capped due to an apparent lead fracture that was determined by lead impedances. Additionally, an attorney alleges the patient suffered physical and other injury due to the "defective" lead, as well as inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention. The attorney also alleges the patient "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.